Event description:
Patient reported they have teeth that come into contact before any of their other teeth and it makes chewing hard. Requested bite video, for patient to find a comfortable fitting aligner to hold in while they take a rest period to settle their bite.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.